Event description:
Customer reported via phone, the insulin pump had alarmed no delivery during a bolus. Customer stated he bloused for his dinner and put the device in his pocket when it alarmed. Customer's blood glucose was 125 mg/d. Troubleshooting was performed. Customer was advised to disconnect at the quick release, deliver a fixed prime, and insulin didn't exit. Customer stated he would change out the infusion set and even though he has never had any issues with his third party infusion sets. Customer ended call. The device is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.